Manufacturer narrative:
(B)(4). Eval, results: mi.

Event description:
Pt received a 2.25mm diameter x 30mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the prox cx during index procedure. Pt also received a 2.25mm diameter x 24mm length endeavor sprint rx stent in the dist lad and a 3.5mm diameter x 24mm length endeavor sprint rx stent in the prox lad during staged procedure approximately 2 weeks post index procedure. Stent implant was successful; however, it was reported that the pt was re-hospitalized due to an mi approximately 4 months post index procedure. Relation between the reported events and the relevant stent or procedure was not assessed. No other clinical sequelae were reported. (Ref MFR # 9612164201100544 and 9612164201100546).

Manufacturer narrative:
MFR # 9612164-2011-00544. Referenced in error; correct MFR #s are 9612164-2011-00546 and 9612164-2011-00547.

Event description:
Ref MFR # 9612164-2011-00546 and 9612164-2011-00547.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received; approximately 7 months post index procedure, patient death occurred - non cardiac death. Cause of death: stroke.

Manufacturer narrative:
Cause of death has been confirmed as myocardial infarction.

Event description:
It is reported that the patient suffered a myocardial infarction (mi) approximately seven months post index procedure. It is unknown if the reported mi is related to the target vessel. The investigator did not indicate whether the reported mi was related to the study device/procedure.